Event description:
It was reported that during placement the left ventricular (lv) lead perforated the patient. The lv lead remains in use. The patient is a participant of the wrap-it study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.